Manufacturer narrative:
Report date: 05/09/2015.

Manufacturer narrative:
Results: the neuron max was kinked approximately 8.5 cm from the distal tip. There was no damage to the dilator. Conclusion: the complaint has been evaluated. The complaint indicated that a "tuohy-borst" (rhv - a non-penumbra device) would not connect to the hub of the neuron max. The neuron max was not used in the patient and another neuron was used. During the evaluation of the returned device the penumbra investigator was able to attach both the rhv, and the hemostasis valve adapter to the hub of the neuron max and neuron max 6f dilator. The cause of this complaint could not be determined. In addition, the distal shaft of the neuron max was kinked. This type of damage typically occurs due to improper handling during preparation or during unsuccessful attempts to connect the rhv to the hub. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using the neuron max 6f 088 long sheath. The physician was unable to connect another manufacturer's rotating hemostasis valve to the neuron max sheath. The device was not used in the patient. The procedure successfully continued using a new neuron max long sheath.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.